Manufacturer narrative:
B5 updated with additional information.

Event description:
The pump was ultimately repositioned. This patient experienced excellent heart recovery.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the impella was positioned deep in the left ventricle under echo. The measurement was7.5 cm. There is no alarms and flows are appropriate. Urine is still clear. The medical doctor does not want to reposition despite the echo imaging. The patient stayed on support for 3 additional days until successful weaning and explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details.

Manufacturer narrative:
D9 updated; the product has been received. The investigation has been reopened and is ongoing.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. The cause of the positioning issue was not determined due to insufficient clinical details and no abnormalities found on returned product.